Event description:
It was reported that the patient experienced arrhythmia and presented in the clinic for follow up. It was noted that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of true ventricular tachycardia as supraventricular tachycardia (svt). No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: "b5 - describe event or problem" should be "it was reported that the patient presented in the clinic for follow up. It was noted that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of true ventricular tachycardia as supraventricular tachycardia (svt). Intervention was performed. The patient was in stable condition." Instead of "it was reported that the patient experienced arrhythmia and presented in the clinic for follow up. It was noted that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of true ventricular tachycardia as supraventricular tachycardia (svt). No intervention was performed. The patient was in stable condition."

Event description:
It was reported that the patient presented in the clinic for follow up. It was noted that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of true ventricular tachycardia as supraventricular tachycardia (svt). Intervention was performed. The patient was in stable condition.